Event description:
It was reported that during a percutaneous coronary interventional procedure a balloon rupture occurred. Access was gained through the radial artery. The 90% stenosed lesion being treated was located in the moderately tortuous and heavily calcified left anterior descending artery. The 2.0x15mm maverick 2 balloon dilatation catheter was advanced to the target lesion for pre-dilatation and ruptured at 18 atm on the second inflation. The procedure was completed with another of the same device. There were no patient complications reported and the patient status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).